Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the bulkhead connector was replaced.. The hardware, software, and instruments then passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system would not download from pacs and the port on the system was showing signs of damage. There was no patient present when this issue was observed.